Event description:
No blood glucose levels reported. The current customer has an insulin pump that was donated to her after the previous owner who also her sister passed away. The customer would like to have the insulin pump replaced. It was reported that the customer believed that the sister's death was due to the scroll wrap feature of the insulin pump. The customer would like to participate in the voluntary recall of the insulin pump. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. Troubleshooting was done. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.